Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple minimum fill notifications occurred after filling multiple cartridges with 200 units of insulin. The customer¿s blood glucose level was 276 mg/dl. Reportedly, customer reverted to manual injections for alternate insulin therapy.